Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderate tortuosity and 90% stenosed de novo lesion in the right coronary artery (rca). A xience prime 2.5x18mm was deployed at 10 atmospheres (atm). Post dilatation was performed with an nc trek 2.75x12mm at 14 atm. However, after the post dilatation, the physician observed a distal edge dissection. To treat the dissection, an additional xience prime 2.5x18mm was deployed. There was no clinically significant delay in the procedure. No additional information was provided.